Manufacturer narrative:
Evaluation results code grid, component code grid and conclusion code grid have been updated.

Event description:
It has been reported to philips that device monitor touch screen not working properly.